Event description:
Complaint received indicating that the head hi/low drifts down very slowly on the bed. No injury reported.

Manufacturer narrative:
Three attempts have been made to get additional information on this alleged complaint. The account has not been returned. Hill-rom's attempts to determine the resolution of the alleged malfunction.